Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro laa closure device was implanted on (B)(6) 2024. The patient was discharged the same day after the procedure was completed without complications. The patient was then readmitted to the hospital later that day after having an ischemic stroke. The patient was reported to have weakness and difficulty speaking. There was no additional intervention required. The source of the stroke was unknown. The patient was discharged to a rehabilitation facility.